Manufacturer narrative:
The hill-rom tech found the siderail not latching due ot the siderail outer arm and mounting bracket being bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the outer arm and mounting bracket to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the right head siderail will not latch. The bed was located at the account in ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).